Manufacturer narrative:
Device evaluation: the defect of a crack on the connector was confirmed. The cracking was extensive and in addition, the part showed signs of crazing. A root cause could not be determine. It is unknown when the connector cracked. Additionally the crazing observed suggests that some chemicals may have been applied to it post production. No corrective action will be made in regard to this complaint. A manufacturing defect could not be confirmed and the complaint trend remains in control. Manufacturing records have been reviewed and there were no nonconformances associated with this lot. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
It was reported that the customer "noticed a crack on the connector of the (femoral arterial) cannula after it was inserted to the patient. The cannula was removed from the patient and another cannula was used." No patient injury was reported